Event description:
It was reported that the ventilator had a technical failure. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had a technical failure. The device logs were not provided. Our field service engineer investigated the ventilator on site and solve the issue by replacing the o2 sensor. The o2 sensor is used for monitoring only and does not affect ventilation. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).